Event description:
It was reported during a non-union sternole reconstruction while bending the plate the plate broke during the procedure. No delay in procedure and outcome of the patient was good. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that it revealed no complaint related anomalies. The device history record shows this lot of ti sternal locking angled plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with one non-conformance reports noted. Ncr# 1104002 was written due to the supplier using the wrong raw material lot for the 460m022 emergency release pin. Both raw material lots are synthes approved raw material lots. The work order documentation was collected to reflect the correct raw material lot used. This raw material lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: per the technique guide, this plate is intended for use in primary or secondary closure/repair of the sternum following sternotomy or fracture of the sternum, to stabilize the sternum and promote fusion. The returned plate, lot 7575054, was manufactured january, 2014. All of the components were received. The male segment plate and connecting pin are in good condition with only very light surface scratches consistent with the expected wear from use. The surface of the female segment plate has dents that are most likely from the combination bending pliers used in contouring the plate to the patient¿s anatomy. The female segment plate has a major bend of approximately 45 degrees from horizontal at the third hole away from the connecting pin. There is also a slight secondary bend, approximately 10 degrees, in the reverse direction between the fourth and fifth holes from the pin. At the point of the major bend is the reported crack. The crack is on the third hole, from the connecting pin, such that one half of the hole is completely broken though. Thus, the complaint condition is confirmed but cannot be replicated because the plate was received cracked. A review of the current edition of the design drawings was performed since the plate was manufactured after the release of the current drawing revisions. The device was found to be dimensionally conforming and the designs are sufficient for their intended use. Therefore, this complaint condition is not the result of a design deficiency. The returned female segment shows excessive bending and reverse bending. The technique guide and the etching on the bending instrument (part number 329.142) both indicate that in-plane bending should be done first and out-of-plane bending done second. The general product insert recommends avoiding sharp bends, reverse bends, or bending the device at a screw hole. Thus, the method of use resulted in the complaint condition. In conclusion, the complaint condition is confirmed that the plate is cracked. The design was found to be suitable for its intended use and it was the method of use of excessive and reverse bending not as recommended that resulted in the cracked plate. The risk analysis adequately addresses the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.